Event description:
It was reported that bd insyte autoguard needle did not retract.verbatim: it was reported that catheter with a malfunctioning safety device.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.e1. All customer demographic information on the regulatory document states "confidential".in this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.